Event description:
It was reported that the device was dropped on the floor and the device will not turn on and is unresponsive.

Manufacturer narrative:
The device has been received for evaluation; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.